Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 of the heartmate 3 lvas instructions for use (IFU), ¿introduction¿, lists right heart failure and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's postoperative course was notable for acute renal failure with elevated central venous pressure (cvp) requiring continuous renal replacement therapy (crrt) and prolonged inotrope dependence. Echocardiogram showed a consistently underfilled left ventricle (edd 2.8 - 3.6 cm) and leftward septal shift resulting in progressive speed reduction from 5400 to 4800 rpm. This prolonged length of stay to 25 days. The patient was discharged on sildenafil and digoxin for right ventricle support and afterload reduction.